Manufacturer narrative:
A field service engineer (fse) replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified for use. Based on the claim against the product by the customer noting getting a non-recoverable fault error 40100 on arm #2, an investigation is in progress to determine the cause of this reported event. The usm was returned for failure analysis and the reported issue was confirmed and replicated. A review of the logs showed intermittent 40100 errors along with numerous 31226 errors, both indicating communication faults on the usm. The unit was tested and triggered a 31226 error, indicating a fault with the printed circuit assembly (pca). The usm was visually inspected, and it was seen that one of the springs on the pca was severely bent. The 40100 error is a sympathetic communication fault to the 31226 communication fault. As a fix, the pca will be replaced. A log review confirmed the procedure date of (B)(6) 2022 on system sk1094. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the fse replaced the usm following troubleshooting, and failure analysis confirmed the reported failure. Although there was no patient injury reported, system being unavailable could cause or contribute to patient injury as a result of the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the site stated getting a non-recoverable fault error 40100 on arm #2. Onsite logs showed error codes 40100, 25730, 32114, 32096, 32097 on universal surgical manipulator (usm) arm #2. The staff rebooted prior to calling in and the system came up with no errors and now the doctor is manipulating the instruments normally on all arms. Instructed the staff that they can use the system and that the errors may return. Technical service engineer (tse) instructed the staff to have the doctor consider using the system with only 3 arms if the error returns. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was robotically completed with all 4 arms. No procedure delays and no patient demographics were available.